Manufacturer narrative:
The pod was received not deployed. The data shows that the pod delivered 0 pulses and was received in pod state 15, indicating the pod was filled and awakened but did not complete activation within the required timeframe. The needle was not expected to deploy because priming was not initiated. No problems were found with the pod that would prevent it from completing activation and deploying the needle as expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle and cannula did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. There was not change to the patient's blood glucose reported.